Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance with the wire was confirmed. The tip separation was not confirmed. Based on a visual dimensional and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the resistance with the steelcore was determined to be due to the stretched inner member. A definitive cause for the inner member damage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 018 steelcore guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified, chronic totally occluded distal femoral artery. A steelcore 018 guide wire was advanced to the lesion. When attempting to advance a 6 x 80 mm supera self-expanding stent system over the proximal end of the guide wire there was resistance and the tip became stuck on the guide wire. When removing the supera, the tip separated onto the guide wire. The tip was removed from the guide wire and another device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.